Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp was connected at the time of the alarm. The patient line had not been properly primed and the hp could not remember if they were connected during prime. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter?s investigation is still ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). However, an incomplete prime was reported and is a known to be a user error. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. The guide states to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the labeling for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.